Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID a2dr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead dislodged which potentially caused a lack of atrio-ventricular synchrony which was responsible for the patient¿s fatigue. The lead was capped and replaced. No further patient complications have been reported as a result of this event.